Manufacturer narrative:
(B)(4).

Event description:
Even after a self test is performed, the equipment keeps looping back to the self test status. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.